Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl at the time. The customer also reported that the customer had received insert battery and power loss alarms. The insulin pump also had received sensor alerts such as calibration not accepted and change sensor. The customer also reported that there was blood on site and bruises. She reported that she did not want to troubleshoot for high blood glucose. The customer was treated with insulin shot. The insulin pump will not be returned for analysis.